Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, yellow biological tissue inside device, crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp opening on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on the anterior side assessed as unidentified (tear) opening.